Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box 2. Section h9 - added battery cap recall number the pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. The pump passed the displacement accuracy test at 0.0878 inches. Test p-cap and reservoir locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump and carelink software. Successfully generate carelink reports. Pump delivered 279 bolus deliveries on the event date of 05/30/2025 at 00:03:29.000 to 23:46:19.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery cap contact missing, scratched case, stained keypad overlay, and pillowing keypad overlay. Unable to verify customer¿s complaint for low bg¿s. Possible over delivery anomaly was not confirmed during testing. Battery cap contact missing was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and also reported pump was over delivering the insulin. The customer reported a blood glucose value of 42 mg/dl and the hypoglycemic event was treated with glucose/carb intake. The event involved product(s) mmt-1884. Troubleshooting was performed for hypoglycemic event. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.